Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that post a device change-out procedure, the patient experienced twitching over the incision site. The lead impedance was high so the patient was taken back and the incision was re-opened to check the connections. The lead impedance was then within normal limits so the decision was made to leave the lead implanted. When the device was reconnected, the physician felt like the device set screw was threading sideways. The device was not re-implanted and another device was implanted. Post operatively, the patient continued to experience muscle twitching over the implant site so four days later, the lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the physician felt like the device set screw was threading sideways. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.